Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and triggered error 1162. The usm was also tested on the patient fixture test platform (pfpt) and failed check cannula. The aba trouble shooting was performed. A gold acsc & ffc was installed and the unit passed. The original acsc was returned and the unit passed. The original ffc was returned and the usm failed. Upon further investigation, there was no fluid intrusion or physical damage. The root cause is attributed to the acsc and ffc components.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted prostatectomy surgical procedure that arm 3 had repeated 1162 recoverable faults. The site restarted the system three times, but the error returned. The intuitive tech support engineer (tse) confirmed the reported error, pointing to a cannula sensor issue. The tse guided the caller with reseating the cannula multiple times on arm 3, prior to restarting the system. The error returned at system startup. The customer was unable to proceed with just 3 arms. The case was aborted.